Manufacturer narrative:
H6 - added additional medical device problem code. This report is being supplemented to provide additional information based on the device evaluation, independent microbial testing and a dispatch performed by an olympus endoscopy support specialist (ess). The distal end of the was inspected under a microscope and discovered multiple anomalies. Foreign material at the opening of biopsy and auxiliary channel were observed. The debris that was found was identified as reportable malfunctions. The device evaluation also noted that dents around the edges of the distal end cover and dirty lenses. Olympus performed a visual inspection with an olympus borescope to verify the condition of the biopsy and suction channel. The borescope was first inserted into the biopsy channel from the opening at the distal end. Upon entry olympus, observed multiple marks along the wall of the channel. The borescope was advanced the borescope and found the remaining biopsy channel had no noted abnormalities. The borescope was removed from the biopsy channel and reinserted into the suction cylinder to verify the condition of the suction channel. Once inserted towards the direction of the connecting tube, dry white residue on the stainless steel portion of the suction cylinder and channel mount was observed. During the independent microbial testing, the instrument/suction channel tested positive for staphylococcus epidermidis and bacillus licheniformis, the air/water channel tested positive for staphylococcus epidermidis and micrococcus luteus, the auxiliary water channel tested positive for arthrobacter humicola and the insertion section tested positive for micrococcus luteus . An endoscopy support specialist (ess) was dispatched to the customer site to observe the customer¿s reprocessing and handling of the scopes. Personnel in the sterile processing department (spd) were not observed deviating from the olympus manual reprocessing guidelines. This report will be supplemented once the investigation has been completed or if any additional information becomes available at a later date.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer could not confirm what culture method was used to test the scope. The customer stated the device passed the adenosine triphosphate testing (atp). Regarding the customer's pre-cleaning process: medivators intercept detergent was used, with the minimum effective concentration checked daily. The customer reports pre-cleaning is performed "immediately after a procedure" by the technicians. The customer reports the pre-cleaning steps were being followed. The customer reported that prior to manual cleaning, the devices are leak-tested using an olympus leak tester (mu-1). Regarding the customer's manual cleaning: the customer reported the endoscope channel is brushed using an olympus single-use brush (bw412t). Regarding the customer¿s automatic endoscopic reprocessing (aer): the customer uses an olympus oer-pro-endoscope reprocessor and the devices are not eto sterilized. The devices are stored in a ventilated cabinet with an air filter. The customer confirmed the last olympus reprocessing in-service was performed on (B)(6) 2023, and no change in the reprocessing personnel has occurred since that time. The customer confirmed all current reprocessing personnel are trained on reprocessing. The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The device was sent out for additional microbiological testing. Once the microbiological testing is received and investigation have been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus medical that the evis exera iii gastrointestinal videoscope tested positive twice for gram negative rods. The subject device was tested as part of a routine culturing. The scope channel was flushed with sterile water and the water sample taken from the scope channel tested positive on (B)(6) 2023, for gram negative rods: specifically, carbapenem-resistant enterobacterales (cre). The device was quarantined between samples. No patient infections were reported.